Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the pacemaker exhibited under-sensing. No intervention was performed. The patient was in stable condition.